Manufacturer narrative:
Reference: (B)(4). Investigation: x-initiated manufacturer's investigation. X-no sample returned. Analysis and findings: distribution history for cti-512n could not be determined as the lot number provided does not exist in data works manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history record not applicable to this product. Historical complaint review: a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt: the sample was not returned at the time of this investigation, and no RMA was given. Visual evaluation: evaluation of the complaint cti-512n could not be completed as the complaint cti-512n has not been returned to coopersurgical. If the cti-512n should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint cti-512n could not be completed as the complaint cti-512n has not been returned to coopersurgical. If the cti-512n should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. Correction and/or corrective action : coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. See attached copies of testing reports. No further training required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Received under medwatch (B)(4). Customer stated "item broke before using. The product did not have patient contact or harm. The surgeon had to complete the procedure manually with suture". Ref: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
Received under medwatch (B)(4). Customer stated "item broke before using. The product did not have patient contact or harm. The surgeon had to complete the procedure manually with suture". (B)(4).